Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an inguinal hernia repair procedure on (B)(6) 2019 and suture was used. The tip of the needle broke. It was reported that the needle may have broken when the needle was put back into the needle holder. The tip of the needle did not fall into the patient. It was not reported how the procedure was completed. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.